Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay. And corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted rayovac battery installed (aaa battery - see attached pictures). The original battery cap contact was corroded. There was no data available in june 2023. Unable to list the daily total of all insulin delivered on the event date 24-jun-2023 and the 7 days prior to that date due to no data available in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 24-jun-2023 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 24-jun-2023 in the pump history file due to no data available. The pump passed the functional testing. During visual inspection found corroded battery tube and corroded battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on 24 jun 2023. Cause of death was parkinson's disease. Other relevant history, including preexisting medical conditions: no contributing factors were identified. The pump was not worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1715kl, mmt-396, mmt-332a. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-396. No product return is required for mmt-332a.